Manufacturer narrative:
Follow-up communication with the customer indicated that they were able to view ECG in pads lead but not in ECG leads. As a result this does not meet reportable guidelines and was inadvertently submitted. The device's ECG limb lead cable was found damaged and was replaced. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "lead fault" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.